Event description:
It was reported that the wrong injector was used with the cc4204a collamer single piece lens and the lens tore. There was patient contact but no injury was reported.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Manufacturer narrative:
No lens in box or vial. (B)(4).